Event description:
Pt underwent a left heart cath in 2007 with successful coronary stent placement. The mynx closure device was used at that time. The pt was discharged on two days later without complications. Pt was readmitted on the following month, for elective stent placement in other coronary artery vessels with successful coronary stent placement. During the angiography a mobile organized lucency/mass was identified which was concerning for intravascular migration of the previously placed arteriotomy closure device sealant. Cardiologist proceeded with aspiration thrombectomy without success. Pt transferred to the or by vascular surgery for exploration of the right groin, repair of the artery catheter sites and removal of the thrombus and mynx sample. Pt discharged three days later.